Event description:
It was reported that the device was returned for repair as it was showing occlusion error and needed a new motor. There was no patient involvement, and no patient harm/adverse event reported. Per reporter, this event occurred prior to infusion.

Manufacturer narrative:
E1: facility name "(B)(6) hospital". Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Plunger travel test, motor drive and occlusion tests were performed. The customer's problem was duplicated. The cause of the issue was a defective mainboard. The mainboard was replaced to fix the issue as well as the leadscrew and cable plunger which were damaged. Also replaced the interconnect board which got corrupted by the damaged mainboard.